Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 142 mg/dl vs. 101 lab. Tests were done within 21-30 minutes with a difference of 41%. Pt did not experience any adverse events.